Event description:
It was reported that the device did not cease to operate immediately after the trigger was released. This was discovered during a routine service visit. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the MFR and upon disassembly and visual inspection the connection between the driveshaft and rotor was too loose; the components were not properly engaged, likely creating the add'l time needed to engage the driveshaft to stop. The driveshaft assembly, rotor, and nose cone were found to be worn and were replaced. The device was repaired and returned to the customer.